Event description:
It was reported that during a post implant follow up, interrogation revealed an alert for possible output circuit damage with an aborted charge. The episode showed several aborted charges. Prior to device implant, fluoroscopy revealed that the chronic rv lead may have been damaged. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of output anomaly was confirmed via review of the device image in the laboratory. Analysis found high voltage output circuit damage on the device, indicating lead issues. The low voltage functionality was testing on the bench and using our automated test equipment. All of the low voltage test specifications were normal.